Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. The monitor displayed a service code 203 and failed incoming functionality testing. Upon evaluation, the t3 transformer was defective and pin 3 was damaged. The cause of the inability to recognize an ECG signal is the defective transformer. The root cause of the defective transformer cannot be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/19/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it could not complete testing.